Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed and no defects were observed. A thread interface function test was conducted on the returned samples with a bd thread lock cannula and no defects were found. The swage height was measured within specification limits. A batch review cannot be performed since there was no lot number provided. The reported condition was not confirmed. The root cause was not determined.

Event description:
It was reported to baxter japan that the connection between the interlink injection site and bd threaded lock cannula became loose. This event occurred before use. There was no patient involvement and no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.